Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl) and the cause was not known. The ketone level was large. A bolus via the pump and insulin injections were used to address the bg/ketone level. However, the bg level remained high. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set site for inspection at the time of the report. Tandem technical support advised the customer to discuss the high bg with a healthcare provider. The customer acknowledged the system check and advice.